Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the jaws of the instrument became stuck in the closed position while on tissue and the surgeon was unable to open them. The device was removed by resecting the tissue adjacent to the jaws. The surgeon opened a new instrument and completed the procedure with no further difficulties. There was no pt injury.